Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test result from the icon 25 hcg test kit for a single pt sample. A urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. Based on avail info, two (2) home pregnancy tests gave positive (+) results from urine samples. (Test name and brand not provided). No injury has been reported as a result of this event.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc. (Bci) with: positive and negative serum and urine controls. Low and high positive quantitative clinical urine sample. Based on avail info, the urine sample was not first morning void. Complaint was not confirmed as pt sample was not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.